Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was one hour ahead. A technical support specialist (tss) corrected the system time on the station by manually setting the date and time using the appropriate command format in 24-hour time. After applying the change, the tss verified that the medapplication time synchronized and updated within a few minutes. The customer was informed that the station time had been successfully corrected and confirmed normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time was one hour ahead and caused dispensing issues for nurses. The customer tried to reboot, but the problem was not resolved. However, there were no delays or adverse events or injuries reported based on this event.